Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency department complaining of lethargy as a result of right ventricular (rv) lead loss of capture. The patient was reported in an escape rhythm of approximately 40 bpm. Rv sensing and pacing impedance measurements were within normal limits, an x-ray was obtained and found unremarkable. A 12-lead electrocardiogram was then performed the results of which led the physician to suspect microdislodgement of the lead resulting in the observed increased pacing threshold and loss of capture. A revision procedure was performed at which time the lead was assessed and the physician determined no dislodgement had occurred. The lead was repositioned and acceptable measurements were obtained. The cause of the increased thresholds and loss of capture was not determined. No additional adverse patient effects were reported. This system remains in service.